Event description:
A 1.5mm x 15mm sprinter rx dilatation balloon catheter was used to post-dilate a distal left circumflex lesion. The lesion morphology was unknown with no calcification. It was reported that the physician implanted another manufacturer's stent, which he wanted to post-dilate with the sprinter balloon. It was reported that the balloon was advanced to the intended lesion site. It was reported upon inflation of the balloon, the balloon burst at 10 atms. The balloon was successfully removed from the patient as one unit. It was reported that implanting another manufacturer's stent completed the case. No clinical sequalae were reported and the patient is reported to be fine. Medtronic has received the device and its analysis has been completed. Visual inspection of balloon bond had hour glass appearance and there was a slight lip on the tip. Inflation of the balloon using inflation device noted that a leak was evident on the balloon material proximal to the marker band. Inflation of 2 atms achieved prior to leak being detected. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.